Event description:
Caller reported receiving occlusion alarms. There was no adverse impact to the customer's blood glucose level. Tandem technical support advised on troubleshooting steps, but the customer declined to continue and would change supplies as necessary.